Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reported red irritated skin, blisters, and an open area with white slough and yellow drainage under the mass to the right of stoma 1/4" from the stoma from 12 o'clock to 6 o'clock position, with the area measuring 2.25 inches long x .5 inches wide. End user saw skin doctor who diagnosed him with a skin condition unrelated to the ostomy wafer, but end user believes the skin issues may be a combination of side effect of crohn's disease and convex wafer rubbing against his skin. The doctor gave him a shot of unknown medication which helped some, as well as clobetasol foam that the end user applies to the affected area twice a day by cutting a portion of the tape collar off and squirting the foam under wafer edge.